Event description:
New information revealed there were programming changes completed to address this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented for an in clinic follow up. Upon interrogation, it was observed the pacemaker was undersensing r waves leading to inappropriate auto capture which triggered short tachycardia episodes. Some captures occurred during the refractory period and therefore were unsuccessful. No intervention or programming changes were completed to address this issue. The patient was stable.